Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 426 mg/dl. The customer's wife states her husband has had high blood glucose since last night. The customer stated she noticed the infusion set and reservoir were expired. The customer was assisted through troubleshooting. The insulin pump did not pass the high pressure test. The customer was advised that the pump will need to be replaced. The customer was advised to revert to back up plan per healthcare professional's instructions until the replacement arrives. The product will be replaced. The product will be returned for analysis.